Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited high capture thresholds and low sensing. Fluoroscopy revealed that the lead was dislodged. The lead was replaced on (B)(6) 2019, and the patient was stable post-procedure.